Event description:
It was reported the patient experienced minor stimulation in the pocket, while using an orbital sander or a drill bench. The neurostimulator was turned off. Additional information has been requested from the hcp, but was not available as of the date of this report.